Manufacturer narrative:
Help set up or configure the other working (B)(4) for 16 patients and monitored the other patients. The customer will have the screen power supply available tomorrow. No further info provided. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).